Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure to treat dysphagia performed on (B)(6) 2025. During the procedure, the balloon was inflated to appropriate atmospheric pressure using a sterile water. It was reported that the physician noted a pinhole on the balloon that causes the inflation medium leaking out from the balloon. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.